Event description:
During bedside egd to control bleeding, the fellow and attending dr. Deployed a 360 resolution clip to control a vessel bleed. The rn, deployed the clip successfully but the deployment device would not disconnect from the clip. It appeared the be bent and the screw was stuck in the deployment chamber. The clip was stuck to the deployment device while still being clipped to the patient. Dr. Was able to successfully remove the clip from the vessel without visibly tearing of the vessel and mucosa. Dr. Went back down with the scope to confirm that there was no perforation while removing the previous scope and clip wire. FDA safety report ID# (B)(4).